Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned one used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned sample was examined, then tested for flow using a test pen injector: the returned sample was unable to expel properly. A wire test was then performed on this pen needle: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. Unable to perform DHR check needle clog due to unknown lot number. Investigation conclusion: was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. Rationale: based on the investigation, no additional investigation and no CAPA is required at this.

Event description:
Material no: unknown batch no: unknown. It was reported that during use of the unspecified bd¿ pen needle the needle was blocked. The following information was provided by the initial reporter: needle blocked.